Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that approximately one year post implant a laparoscopic adjustable band, the band was being removed at the patient's request. During the removal the the port, the port applier could not be used due to ingrown tissue to remove the port. A bovie was used to cut the hooks out of the fascia. The patient is recovering fine.